Event description:
Low quality control (qc) results after calibrating for a new lot of creatine kinase mb slides. False low values of this magnitude could have led to inappropriate physician action. No report of pt harm as a result of this event.